Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure-1471" and "internal comm failure- 1473" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "off set self-check failure- 1176" was observed during review of the device data logs. During initial testing, the report was observed and attributed to a corrupted calibration table as the smart pneumatic module (spm) module serial numbers were found to be missing. The calibration table serial numbers were re-written to resolve the report. The report of "internal comm failure- 1471" and "internal comm failure- 1473" were not observed during review of the device data logs. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.